Event description:
Customer reports to have experienced high blood glucose and never received a no delivery alarm on insulin pump. Customer was explained about the no delivery alarm and piston sensor. Customer was not able to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.